Event description:
It was reported that, "a small frail ms patient was undergoing an MRI procedure with the ECG electrodes in place on the chest. No lead wires were attached to them. After the MRI 1st degree burn was noted under one electrode and 2nd degree burn was noted under another electrode, five other electrode application sites exhibited no burns."

Manufacturer narrative:
No lot code info was provided so we are unable to conduct a device history record review. The product complaint database has been searched, no other similar complaints have been reported for this product. It is MRI safe and it is labeled as such. The chamber was a closed MRI chamber. No information was provided regarding the test level being used. The 1st degree burn site was not treated at all. The 2nd degree burn was treated with a topical ointment and a dressing. Both were described as "small". Risk manager reported that he did not believe the hosp was filing a medwatch report. Several calls have been placed to the risk manager in an attempt to obtain more details of the incident but no phone calls have been returned. At this time, we consider this investigation closed.